Manufacturer narrative:
Customer protocol test conclusion: the device was programmed on channel a to deliver a volume of 250 ml over 24 hours, at a flow rate of 10.4 ml/hr, resulting in 254 ml delivered in 24 hours and 2 minutes. 250 ml * 5% = (+/- 12.5 ml) with a tolerance of +/- 5%. The delivery value was within the permitted range. The delivery error margin was +4 ml. According to the customer's experience, an over-delivery occurred. However, the customer's protocol tests determined that the device operated for 24 hours 2 minutes without interruption and the infusion was completed without over-delivery or alterations to the programmed values. A free-flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. It can be concluded that during the customer protocol and product verification tests, the device infused correctly without over-delivery, generating no technical malfunctions or alarms, or overprogramming errors caused by the keypad. Probable cause: the infusion was programmed according to the customer report. No user-imposed programming errors or an infusion rate greater than 10 ml/hr were found. For this infusion, the delivery of the programmed medication was always controlled while the set was installed in the device. 42 ml of the programmed 250 ml were delivered. External factors such as medication loss due to waste or leakage, free flow caused by improper handling, or defects in the intravenous set that could have caused a deliberate over-delivery of medication are unknown. The customer protocol tests confirm that the device is in good condition and delivers medication as programmed. No probable cause was identified; however, it is noted that the device is functioning correctly. Furthermore, the findings on the device are detailed so that the customer can provide a medical opinion regarding the possible cause of the phlebitis presented by the patient.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360 driver new where the customer reported that the device over delivered during patient use. The reporter stated that the patient received a patient, diagnosed with atrial fibrillation with rapid ventricular response - rvr, at 7pm (patient who was admitted at 5pm at the ICU with an amiodarone infusion running at 10 ml per hour, which started at 4pm in the hospitalization unit. The infusion was initiated in the hospitalization unit, and the patient was subsequently transferred to the intensive care unit (ICU). The initial infusion pump used was different than the one reported. Upon arrival at the ICU, only the cassette was replaced in the ICU infusion pump. At 5:00pm, the patient was received in the ICU without incident, with only two venous accesses. During the ICU shift change, a nursing assistant noted which arm was being used for medication administration. At 7:00pm, the customer reported that the patient was received in the intermediate care unit, cubicle 217, under aerosol isolation precautions. The head of the bed was elevated to 45 degrees. At the time of assessment, the patient was awake, conscious, alert, and oriented. The patient was afebrile, breathing ambient air, without signs of respiratory distress, though facial pallor was observed. A patent peripheral venous access was present on the dorsum of the right hand, catheter number 22 with a needleless connector, showing no signs of infection or phlebitis. The solution was being administered via a peripheral line, prepared with 5 ampoules + 250 ml of 5% dextrose in water (d5w). The abdomen was soft and non-tender, bowel movements were spontaneous, and mobility in all four extremities was preserved. The patient required continuous accompaniment as per institutional protocol and continued under medical management with ongoing clinical monitoring. The infusion pump programming was checked and found to be correct. The infusion, venous access, and all parameters were within normal limits. At approximately 9:30 pm, an alarm was heard from the pump, and the bag was found empty. The infusion pump was checked, confirming that 208 ml were still pending to be infused and that was still missing 19 hours of infusion. The on-duty general physician was informed, who ordered a bolus infusion of 500 ml of ringer¿s lactate and to continue at 1 ml per kg. Blood pressure, heart rate, and signs of low output were monitored. The status of the product at the time of the event was during infusion. Signs of infiltration were observed on the second peripheral venous access in the right arm of the patient. The event was classified as chemical phlebitis, which was managed locally, resulting in improvement of the erythema.